Event description:
Sorin group (B)(4) received a report that the scp control panel gave off a burning smell. The unit was replaced. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement, as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. Analysis of the device confirmed the issue and found a manufacturing error on one of the circuit boards. The responsible personnel were informed of the issue. No further action is deemed necessary.